Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received sensor signal not found alert. The customer's blood glucose at the time of the incident was low at 50 mg/dl. Troubleshooting was performed. The transmitter was functioning properly. It was found that the customer was using expired sensors. Troubleshooting for low blood glucose was not preformed. The insulin pump will not be returned for analysis.